Event description:
A report was received that after the pt's spinal fusion surgery in (B)(6) 2009, the ipg would no longer hold a charge. The database analysis indicates that the ipg appears to exhibit premature battery depletion. The physician has recommended that the ipg be replaced.